Manufacturer narrative:
As reported in the literature article by hijazi zm, ruiz ce, patel h, cao ql, dorros g. Catheter therapy for fontan baffle obstruction and leak, using an endovascular covered stent. Cathet cardiovasc diagn. 1998 oct;45(2):158-61. Doi: 10.1002/(sici)1097-0304(199810)45:2<158::aid-ccd12>3.0.co;2-h. Pmid: 9786395., after placement of a palmaz 188 stent at the junction of the pulmonary artery (pa) and baffle, there was complete relief of the cavo-atrial obstruction however, the oxygen saturation dropped to 75% and right-to-left shunt remained considerable. The procedure was ended, and the patient was brought back to the cath lab seven days later to complete the intended procedure using a non-cordis nitinol stent. The patient developed transient bilateral pleural effusions post operatively that responded to diuretic therapy. The product was not returned for analysis. No lot number was provided therefore a product history record (phr) review could not be generated. The reported ¿oxygen saturation decreased¿ and ¿bilateral pleural effusion¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Vessel characteristics are unknown. These are typical and common sequelae for such a procedure. As no lot number was supplied a phr could not be completed. According to the safety information in the instructions for use ¿the palmaz balloon-expandable stent for the iliac arteries is 316l stainless steel, slotted tube. The stent should be crimped over the recommended balloon delivery catheter. Measure the diameter of the lesion to determine the appropriate size stent and delivery system.¿ as the device is not intended for congenital pediatric cardiac interventions this is considered off label usage. The recommended balloon was the maxi ds. It is not known if the recommended balloon was used in this case. The limited information available does not suggest a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken at this time.

Event description:
As reported in the literature article by hijazi zm, ruiz ce, patel h, cao ql, dorros g. Catheter therapy for fontan baffle obstruction and leak, using an endovascular covered stent. Cathet cardiovasc diagn. 1998 oct;45(2):158-61. Doi: 10.1002/(sici)1097-0304(199810)45:2<158::aid-ccd12>3.0.co;2-h. Pmid: 9786395., after placement of a palmaz 188 stent at the junction of the pulmonary artery (pa) and baffle, there was complete relief of the cavo-atrial obstruction however, the oxygen saturation dropped to 75% and right-to-left shunt remained considerable. The procedure was ended, and the patient was brought back to the cath lab seven days later to complete the intended procedure using a non-cordis nitinol stent. The patient developed transient bilateral pleural effusions post operatively that responded to diuretic therapy. The device will not be returned for evaluation.